Event description:
Customer called stating they didn't hear the pump beeping when they passed the activation button while bolusing. Customer performed the self test. Pump passed the performance test but there was no audio.